Event description:
The customer's mother reported via phone call that the insulin pump sustained physical damage after the belt clip broke, causing the insulin pump to fall to the floor. The caller stated that the front screen was broken. She observed hairline cracks in the display. The customer's blood glucose was over 200 mg/dl. The caller stated that the hairline breaks in the display looked almost like a barcode, and she was only able to read the bottom left-hand corner of the screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unit with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd damage. The insulin pump has minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.